Event description:
No death reported. Customer's grandmother reported an incident of hypoglycemia requiring hospitalization at a time when the compact plus system was unavailable for use due to strip not advancing. A request was made for the return of the system and a replacement was sent.